Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the device could not be interrogated. "Battery exhausted after 1 yr" was noted.